Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide with a 6fr sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss could not be confirmed. Inspection of the returned device indicated that anterior cuff successfully captured the needle during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by damaged anterior needle barb. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.